Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented in the operating room for a scheduled procedure. It was noted that the right ventricular lead could not be fixed. It was further noted that the lead exhibited high capture threshold. The lead was not used and replaced with a competitor lead. The patient was stable.